Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced swelling at implant site; subsequently the patient was treated with antibiotics and steroid injections. Clinical management is ongoing.